Event description:
During an in-clinic follow-up, it was noted that the patient had received inappropriate therapy. An x-ray was performed and a dislodgement of the right ventricular (rv) lead was found. The rv lead and system were explanted. The patient no longer requires implantable cardioverter defibrillator (ICD). The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.